Event description:
To summarize this event, the asd was sized via tee, angiogram and sizing balloon at 15-16mm. A 17mm amplatzer septal occluder (aso) was implanted; however, the following morning the aso had migrated to the aortic arch. The 17mm aso was snared and a 22mm aso was successfully implanted.

Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Aga medical contacted the implanting physician and no additional information was provided regarding this event, including medical records or implant images. Should additional information become available, aga medical will file a supplement report.